Event description:
It was reported to philips that the device's battery was not charging. There is no patient involvement. One li-ion battery pack was received for failure analysis. Although the battery pack could accept charge, the battery calibration failed lower than 90% indicating an issue with the battery pack.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's battery was not charging. There is no patient involvement.